Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the sipper nozzle. Calibration, qc, a precision test, and a correlation test were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 19 patient samples on a cobas pro ise analytical unit. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The investigation determined the issue was resolved after the service maintenance actions performed by the fse. The issue is consistent in insufficient pre-analytic sample handling.